Event description:
Based on the info provided, when the surgeon was trying to assemble the screw, the prongs broke on one of the drivers and the prongs pulled out of the distal end of the second driver. Poly-axial screws were used to complete the case.